Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the tubing set had an insufficient flow when flushing. During an ablation procedure to treat atrial fibrillation (af), a metriq irrigation tubing set was selected for use. When flushing, the water did not flow as expected through the tubing; it was slower than expected. Believing this posed a risk for air to appear the tubing was replaced. The procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.

Event description:
It was reported that the tubing set had an insufficient flow when flushing. During an ablation procedure to treat atrial fibrillation (af), a metriq irrigation tubing set was selected for use. When flushing, the water did not flow as expected through the tubing; it was slower than expected. Believing this posed a risk for air to appear the tubing was replaced. The procedure was completed successfully with no patient complications. The product is expected to be returned for analysis. It was further reported that no error messages displayed. When flushing of the tube set was performed, the water was difficult to supply. They were unable to flush the water before using the pump, so they did not use the pump. After they changed the tubing, the irrigation flow rate was 30ml/min and irrigation had not been interrupted or stopped.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The device did not have visual defects. The device was connected to a metriq pump and was purged at 60 ml/min. It flowed freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages.